Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had several pump error alarms on the insulin pump. The customer stated they had to rewind and set up the reservoir after receiving the alarms. The customer's blood glucose was unknown at the time of the call. Troubleshooting found the correct bolus amount was recorded in the bolus history. The customer was advised the insulin pump will be replaced. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump errors 58, 84, 100 or 113 noted during our testing. No unexpected replace battery now or battery not compatible. However, pump error 53 and pump error 4 was noted in the history file; unable to verify root cause per research and development. The insulin pump had minor scratched lcd window and case.